Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient presented for right ventricular lead revision. The lead was explanted and replaced. During the procedure, an old capped right ventricular lead caused vascular tear. Patient condition worsened, and cardioversion was performed. The patient was stable later and planned coronary by-pass procedure was started. It was unable to view the noise episodes due to high speed telemetry timeout. The device was explanted and replaced during the same procedure. Additional information: 2017865-2019-06507; 2017865-2019-06508.

Event description:
New information states that the patient passed away on (B)(6) 2019. The patient was on ventilation in intensive care unit post procedure. The patient¿s condition worsened in the days post procedure. The intervention was ceased due to progressive multi-organ failure.